Event description:
In 2008, the distributor reported that during surgery the driver bent. The malfunction resulted in a 30 minute delay. Additional information received in 2008, via email the distributor reported that the surgeon was doing a revision for adjacent levels or to remove hardware.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.